Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We have been informed that during installation, an instrumentalist noticed that there was a metal chip on the reserve sleeve (there are always 2 sleeves per set). They had seen the light reflection of the metal. This replacement sleeve had not been touched before. The op was done with a new article of a new pack. No patient involvement, therefore no report that actual patient harm occurred or that surgery was prolonged.

Event description:
We have been informed that during installation, an instrumentalist noticed that there was a metal chip on the reserve sleeve (there are always 2 sleeves per set). They had seen the light reflection of the metal. This replacement sleeve had not been touched before. The op was done with a new article of a new pack. No patient involvement, therefore no report that actual patient harm occurred or that surgery was prolonged.

Manufacturer narrative:
The complaint is still under investigation. The DHR review did not reveal any deviations.the investigation results of the returned samples will be reviewed with the relevant parties.

Event description:
We have been informed that during installation, an instrumentalist noticed that there was a metal chip on the reserve sleeve (there are always 2 sleeves per set). They had seen the light reflection of the metal. This replacement sleeve had not been touched before. The op was done with a new article of a new pack. No patient involvement, therefore no report that actual patient harm occurred or that surgery was prolonged.

Manufacturer narrative:
Chemical analysis of the received particles was performed by an independent laboratory and the particles had different composition than the phaco needle. Review of packing and manufacturing processes to determine if particles were introduced during production or packing from tools or machinery.

Event description:
We have been informed that during installation, an instrumentalist noticed that there was a metal chip on the reserve sleeve (there are always 2 sleeves per set). They had seen the light reflection of the metal. This replacement sleeve had not been touched before. The op was done with a new article of a new pack. No patient involvement, therefore no report that actual patient harm occurred or that surgery was prolonged.

Manufacturer narrative:
The particle was examined but it's nature was not confirmed. Further investigation will include review of the packing process.

Manufacturer narrative:
In regard to this report, a phaco sleeve was received for investigation. The DHR review did not show any deviations. The visual inspection of the received phaco sleeve revealed no particles on it. A sample of the same lot was received from a related case that included a metallic particle. Extensive review of potential points from which the particle could have originated did not reveal the source. The received sample was tested at the independent lab, along with a phaco needle and a sample of metal from a machine found in the production pathway. Received metal particle sample was found to be aluminum alloy, while phaco needle is a titanium alloy and sample from production was found to be iron alloy, most likely stainless steel. Based on this the origin of particle, and whether it did originate in production could not be confirmed. No similar cases were reported on this lot number other than the above mentioned related case (B)(4). The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. Similar incidents and associated number of devices on the market were determined by taking the incidents with reported failure mode ph-sleeve-foreignmat and taking the number of devices within the category phaco tips distributed within each time period. Please note that due to many products being in the category, the number of phaco sleeves might not exactly correspond to the numbers above. Furthermore, some phaco sleeves are reusable and some are single use so the number of surgeries performed is higher than the number of devices. The complaint that is the subject of this report is included in the table above.

Event description:
We have been informed that during installation, an instrumentalist noticed that there was a metal chip on the reserve sleeve (there are always 2 sleeves per set). They had seen the light reflection of the metal. This replacement sleeve had not been touched before. The op was done with a new article of a new pack. No patient involvement, therefore no report that actual patient harm occurred or that surgery was prolonged.